Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet device was accidentally dropped, resulting in a cracked screen spanning the display, while blood glucose control was not impacted and the user had backup therapy available. Symptoms included no reported injury or adverse physiological effects. Outcomes included shipment of a replacement device and planned return of the damaged unit using a provided shipping label. Investigation included user interview and logistics review for replacement and inspection of the returned device. Investigation of this device revealed physical damage to the display consistent with external impact, with inability to operate on-screen functions, and users were advised that data would not transfer to the replacement and that a full startup would be required. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage from dropping the device.